Event description:
Customer had several samples during one morning that, in the middle of a run, gave low sodium results. She reran the samples and masked the analyzer ise unit until service arrived. All samples were serum. Initial results were not reported, patients were not affected by the results. Customer provided ise results for 20 patients, results for 17 patients were discrepant. Patient 1, initial sodium result 97, repeat 141 mmol/l; initial potassium result 2.9, repeat 4.1 mmol/l. Patient 2, initial sodium result 104, repeat 145 mmol/l; initial potassium result 2.9, repeat 4.1 mmol/l. Patient 3, initial sodium result 100, repeat 144 mmol/l; initial potassium result 3.6, repeat 4.6 mmol/l. Patient 4, initial sodium result 106, repeat 142 mmol/l; initial potassium result 3.0, repeat 4.0 mmol/l. Patient 5, initial sodium result 127, repeat 147 mmol/l; initial potassium result 3.8, repeat 4.5 mmol/l. Patient 6, initial sodium result 118, repeat 146 mmol/l; initial potassium result 3.0, repeat 3.8 mmol/l. Patient 7, initial sodium result 108, repeat 148 mmol/l; initial potassium result 3.3, repeat 4.5 mmol/l. Patient 8, initial sodium result 114, repeat 141 mmol/l; initial potassium result 3.5, repeat 4.3 mmol/l. Patient 9, initial sodium result 113, repeat 146 mmol/l; initial potassium result 3.4, repeat 4.4 mmol/l. Patient 10, initial sodium result 132, repeat 142 mmol/l. Patient 11, initial sodium result 128, repeat 141 mmol/l. Patient 12, initial sodium result 129, repeat 143 mmol/l. Patient 13, initial sodium result 129, repeat 141 mmol/l. Patient 14, initial sodium result 132, repeat 140 mmol/l. Patient 15, initial sodium result 132, repeat 145 mmol/l. Patient 16, initial sodium result 132, repeat 144 mmol/l. Patient 17, initial sodium result 129, repeat 145 mmol/l; initial potassium result 3.4, repeat 4.4 mmol/l. Ise lot numbers were not provided. The field service representative determined the cause was build-up in the ise dilution vessel and a clogged ise waste valve. He cleaned out the ise dilution vessel and valves. He verified analyzer operation by running ise checks, calibration and qc, all were acceptable.